Manufacturer narrative:
The preliminary analysis led to the following information: - sensor is shipped in mv+g and rate response at off - before 15h52, physician programmed rate response at rrauto with mv ¿ and the rate increased until fmax (egm 15h52) - the physician has programmed probably the rate response at off and then on. Therefore, the rate is forced at fbase on the programming and increased again (egm 15h53) - then the physician programmed sensor at g. Therefore, the rate is forced at fbase on the programming and remained at fbase (egm 15h56).

Event description:
During the device's interrogation, the device paced at the max rate when the minute ventilation (mv) sensor was activated for unknown reason. Therefore, only the g sensor was activated instead of the mv. The pacing returned at a normal rate pacing.

Event description:
During the device's interrogation, the device paced at the max rate when the minute ventilation (mv) sensor was activated for unknown reason. Therefore, only the g sensor was activated instead of the mv. The pacing returned at a normal rate pacing.

Manufacturer narrative:
The conclusions are as follows: - the sensor is shipped (pre-programming) in mv+g and rate response (rr) at off. - before 15h52, the physician has programmed the rate response at rr into auto with mv at on and the rate increased until fmax. - afterwards, the most likely scenario is that the physician has programmed rate response at off and then on. Therefore, the rate was forced at fbase on the programming and increased again. - finally, the physician programmed the sensor at g only. Therefore, the rate was forced at fbase on the programming and remained at fbase. - at the time of implant, the mv cannot fully fitting with the rest respiratory level of the patient, at so the pacing rate cannot be strictly adapted to the patient need. - once the rate response is programmed at auto, the pacing rate will adapt to the patient within few hours. - in case this behavior is not well tolerated by the patient, it is recommended to program the rate response to monitor for some days and then program in rr auto. - based on the data available, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During the device's interrogation, the device paced at the max rate when the minute ventilation (mv) sensor was activated for unknown reason. Therefore, only the g sensor was activated instead of the mv. The pacing returned at a normal rate pacing.